Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump battery could not be charged resulting in the pump shutting off. Customer's blood glucose level was over 600 mg/dl with high ketones. Ketone levels were identified as life threatening by health care provider. Customer went to the emergency room and was subsequently admitted to the intensive care unit (ICU). Customer was treated with intravenous and fluids of saline and insulin. At the time of follow up the customer had not been released from the hospital.